Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service codes 107 and 204) has been confirmed. Upon eval, the trunk cable connector was broken and would not communicate with monitor. The root cause of the damaged connector could not be positively identified but was likely excessive force. Device eval of monitor sn (B)(4) has been completed. The reported problem (service codes 107 and 204) has been confirmed. Upon eval, no electrode belt was able to stay securely connected to monitor. The cause for the defective connector cannot be positively determined. The monitor was sent to quality control for a root cause analysis. A supplemental report will be sent upon completion of eval. No adverse event resulted from the broken trunk cable connector. The pt rec'd a replacement electrode belt monitor. Add'l device manufacture date: electrode belt, sn (B)(4). Monitor, sn (B)(4): 04/2010.

Event description:
A (B)(6) old male pt's daughter called zoll customer support to report service codes 107 and 204. The pt was issued a replacement electrode belt and monitor.